Event description:
Customer complaint alleges ""when the cuff was inflated it deflated straight away." It was reported the device was replaced. No patient injury reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-10115 et tube, cf, 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to stay inflated. The et tube was submerged under water and an attempt to inflate was made to detect any leaks. Upon injection, the et tube leaked from a hole in the balloon cuff. No other defects or anomalies were observed. DHR investigation did not show issues related to complaint. The IFU for this product, l06621, was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." A corrective action is not required at this time as it appears that unintentional user error caused or contributed to this event. All et tubes are 100% inspected for inflation and deflation at manufacturing by inflating the cuffs and allowing them to remain inflated for four hours prior to being deflated. The reported complaint of "cuff deflated after inflation" was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation by the manufacturer at this time. Teleflex has requested this information.

Event description:
Customer complaint alleges "when the cuff was inflated it deflated straight away." It was reported the device was replaced. No patient injury reported.